Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. The tubing set was being used to deliver vasopressin 100 units/95 ml, at a rate of 1.8 ml/hr, via a symbiq pump. On (B)(6) 2013, it was reported that the option-lok male adapter of the tubing set was connected to a needleless valve connector. On (B)(6) 2013, it was reported that while the nurse was disconnecting the option-lok male adapter from the needleless valve connector, the distal tip of the option-lok male adapter of the tubing set broke off. It was reported that a piece of the option-lok male adapter of the tubing set remained lodged inside the needleless valve connector. No leakage was reported. The solution container and the tubing set were replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided including if the needleless valve connector was replaced.

Manufacturer narrative:
One used device was received and evaluated. Testing found the distal tip of the option-lok male adapter broken. Stress marks were noted on the option-lok male adapter indicating application of excessive force on the male adapter. The lot number of the device that was in use is unknown. The customer contact identified a possible lot number (plots). The possible lot number is 230775h. Hospira has completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with (B)(4) and interaction with other components. The planned improvements will optimize the design of the thread, taper and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. This report represents all the information known by the reporter upon query by hospira personnel.